Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no phaco power. Additional information has been requested.

Manufacturer narrative:
A previously submitted supplemental report provided a correction stating that the originally submitted manufacturing report number 2028159-2019-01042 had been submitted in error. Additional review of all available information now reconfirms that the original reporting decision was correct and on time. The final investigation results of this re-confirmed reportable event are as follows: the company service representative examined the system and was able to confirm but not replicate the reported event. The company service representative found two occurrences of system message (sm) [tune failed ¿ loose tip] in the event log. The company service representative stated that at the time of the reported event, the customer had tried tuning the phaco handpiece, but the system did not proceed to the surgery screen automatically. The customer clicked ¿surgery¿, pressed the footswitch, and stated there was no phaco. The customer disregarded the (sm) [tune failed ¿ loose tip] and continued to surgery without it passing tuning. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not properly tuning the handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported poor phaco power. Additional information has been requested but not received.